Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Telephone number: (B)(6). (B)(4). Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the device was contaminated, damaged and discarded after it was explanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye (od) in a secondary surgical procedure. After implantation, the visual acuity decreased and the patient was diagnosed with intraocular lens opacity which occurred in 2-3 months. There was no vitrectomy or incision enlargement required and no sutures were used. No delay in procedure reported. A non-johnson and johnson lens was used as the replacement lens. Reportedly the patient's current visual acuity is 0.12 and the patient's mental state is poor with poor vision and many medical disturbances. No additional information was provided. Visual acuity pre-operative: right eye 0.16. Visual acuity post-operative: right eye 0.6.